Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event and therapy date are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2021-02834. It was reported that following an unrelated evaluation of the patient's pain, the patient experienced ineffective therapy. One of the leads was observed to have migrated as well. As a result, surgery occurred during which one of the patient's leads was explanted and replaced, which resolved the issue. It is unknown which lead migrated, so both related devices are being reported.